Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A baseline effusion was noted prior to the procedure. A versacross connect access solution kit, watchman trusteer access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced and deployed. It was noted that implanting physician recaptured closure device and then advanced forward quickly while device was not in a flex (flx) ball shape. As the case progressed the automatic blood pressure cuff was having difficulty obtaining a pressure. As staff worked to get a blood pressure, position, anchor, size and seal (pass) was met and the closure device released. The patient was awake and talking at this point. A post procedure effusion check was completed and showed that the circumferential effusion had increased approximately three (3) times size of pre-baseline effusion. The first blood pressure was obtained: 138/114 as patient was prepped for pericardial tap, the lowest reading was 94/64. Approximately 250cc of bright red blood was removed and re-transfused. Post procedure pressure reading was 113/61. The patient was on warfarin not sure of inr. The patient was admitted to the hospital post implant for recovery. The product return is not expected. It was further reported that the veracross device was discarded. The patient has been discharged. No other issue has been reported.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available . Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block(s) impact codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A baseline effusion was noted prior to the procedure. A versacross connect access solution kit, watchman trusteer access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) was selected for use. The wds was advanced and deployed. It was noted that implanting physician recaptured closure device and then advanced forward quickly while device was not in a flex (flx) ball shape. As the case progressed the automatic blood pressure cuff was having difficulty obtaining a pressure. As staff worked to get a blood pressure, position, anchor, size and seal (pass) was met and the closure device released. The patient was awake and talking at this point. A post procedure effusion check was completed and showed that the circumferencial effusion had increased approximately three (3) times size of pre-baseline effusion. The first blood pressure was obtained: 138/114 as patient was prepped for pericardial tap, the lowest reading was 94/64. Approximately 250cc of bright red blood was removed and re-transfused. Post procedure pressure reading was 113/61. The patient was on warfarin not sure of inr. The patient was admitted to the hospital post implant for recovery. The product return is not expected.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.